Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Medication administered and patient returned to sinus rhythm.

Event description:
It was reported that during the implant procedure, placement of the atrial lead triggered atrial tachycardia. Medication was administered and the patient returned to sinus rhythm. The lead remained implanted.